Event description:
It was reported, fractured PICC line external at 1.5cm, 6 weeks after insertion. Patient had previously received chemotherapy through the line but on the day of the discovery of the fracture it had just been flushed with saline. No patient harm reported. Fracture was outside the patient's body. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter inserted (B)(6) 2024 and removed (B)(6) 2024. Total length of catheter 41cm. Inserted in basilic vein, 4cm exit site markings. Securacath placed at 4cm mark. Break was external at the 1.5cm mark 49 days after insertion. 3ml chloraprep used to clean the catheter site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fracture is confirmed. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 1 cm and 2 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The catheter was also observed to be slightly flattened between the 2 cm and 4 cm depth markers. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, fractured PICC line external at 1.5cm, 6 weeks after insertion. Patient had previously received chemotherapy through the line but on the day of the discovery of the fracture it had just been flushed with saline. No patient harm reported. Fracture was outside the patient's body. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fracture is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 1 cm and 2 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together the catheter was also observed to be slightly flattened between the 2 cm and 4 cm depth markers. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, fractured PICC line external at 1.5cm, 6 weeks after insertion. Patient had previously received chemotherapy through the line but on the day of the discovery of the fracture it had just been flushed with saline. No patient harm reported. Fracture was outside the patient's body. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter inserted (B)(6) 2024 and removed (B)(6) 2024. Total length of catheter 41cm. Inserted in basilic vein, 4cm exit site markings. Securacath placed at 4cm mark. Break was external at the 1.5cm mark 49 days after insertion. 3ml chloraprep used to clean the catheter site.